Manufacturer narrative:
The device analysis is in progress. Once completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12.5 years post implant of this bioprosthetic valve, the valve was explanted due to aortic regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual examination revealed the entire sewing ring was removed during explant exposing the stent. The valve was slightly oval shaped and distorted. The left right commissure and the non-coronary right commissure were detached. As received, at the inflow aspect, the dehisced non-coronary right commissure was inverted through the inferior coaptive area between the right and non-coronary cusp. All leaflets were in the closed position, however, due to dehiscence at the right non-coronary stent post and left right stent post, the right cusp was crowded. All leaflets were slightly stiff but flexible and were intact except where the commissure was detached/dehisced. Due to pannus which encroached onto the leaflets at the inflow aspect, leaflet prolapse could not be confirmed. The non-coronary left commissure was intact. The left right commissure and non-coronary right commissure were dehisced, possibly related to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post were intact. The inverted right non-coronary commissure was pushed out towards the outflow during analysis to expose the dehisced commissure. Pannus lined the entire circumference of the valve encroaching up to 10 mm onto the cusps and into all the inferior coaptive areas resulting with restricted leaflet movement. Remnants of pannus were found on top of the non- coronary left stent post. Pannus was observed on the superior coaptive area of the non-coronary left commissure. A thin layer of pannus lined the margin of attachment of all leaflets at the outflow aspect, encroaching approximately 1mm to 3mm onto the right and left cusps. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography revealed calcification at the dehisced left right commissure and non-coronary right commissure and calcification embedded in the pannus along the left cusp. Reduced performance of the valve is attributed to calcification and host tissue overgrowth. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.